Manufacturer narrative:
Date sent to FDA: 9//24/2018 in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA : 4/14/2020. Additional narrative: it was reported that the patient experienced recurrent hernia, pain, adhesions, incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2013. It was reported that the patient underwent recurrent hernia repair on (B)(6) 2015 and proceed was implanted. It was reported that the patient experienced adhesions and pain. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.